Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath had a leak issue. During a pulsed field ablation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was advanced into the left atrium and while performing aspiration and flushing, it was noticed that the device was constantly aspirating with blood leaking back out of the valve with constant drip. A pressure bag was used as an irrigation method. The physician also noted that the deflection was not smooth, moreover, the orange rotational knob was not fully seated and was grinding. The physician gently tugged on the front of the sheath, and the knob slid off. The physician decided to replace the sheath, and the issue was resolved. The procedure was completed. No patient complications were reported. No visible air was observed in the sheath or the patient's body. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is not expected to be returned for laboratory analysis as it was deemed contaminated.

Manufacturer narrative:
Media review: an image from the event was reviewed by a boston scientific quality engineer. The image confirms the steering knob detachment which would have led to the observed steering difficulty. However, the reported sheath leak could not be confirmed through review of the provided media.

Event description:
It was reported that a faradrive sheath had a leak issue. During a pulsed field ablation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was advanced into the left atrium and while performing aspiration and flushing, it was noticed that the device was constantly aspirating with blood leaking back out of the valve with constant drip. A pressure bag was used as an irrigation method. The physician also noted that the deflection was not smooth, moreover the orange rotational knob was not fully seated and was grinding. The physician gently tugged on the front of the sheath, and the knob slid off. The physician decided to replace the sheath, and the issue was resolved. The procedure was completed. No patient complications were reported. No visible air was observed in the sheath or the patient's body. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is not expected to be returned for laboratory analysis as it was deemed contaminated.